Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) bp input connector broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced front-end pcb and fiber optic module (refer to mfg report number: 2249723-2024-02487 for fiber optic module complaint), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The failure analysis and testing dept. Received the defective part with a reported unit failure of the bp port broken. The fat department performed a visual inspection and found the part to have a damaged bp port. The bp cable is not able to insert all the way. Confirmed the reported failure but no root cause identified. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.